Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an out-of-clinic capacitor maintenance was running, episodes for non-sustained right ventricular oversensing due to double counting were observed. A new capacitor maintenance was performed in clinic and oversensing was not present. Patient monitoring will continue.